Manufacturer narrative:
The investigation into the access site bleeding ¿ major issue has been completed since the initial report was submitted. The device was not returned for investigation. The root cause of access site bleeding was most likely due to patient movement since the patient continued trying move and sit-up during procedure and once in ICU.

Event description:
The user facility reported a 35-year-old female in st-segment elevation myocardial infarction was implanted with an impella cp device for mechanical circulatory support as part of a clinical study. It was reported that the patient developed bruising around the access site. A computed tomography (CT) angiogram was performed and showed a right groin subcutaneous hematoma that required a blood transfusion. The condition was monitored via CT imaging.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿